Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had defective caps. The following information was provided by the initial reporter: "defective cap. There was a cut in the lid and an uncut in the cap.

Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had defective caps. The following information was provided by the initial reporter: "defective cap. There was a cut in the lid and an uncut in the cap.